Manufacturer narrative:
(B) (4). Results: endoleak, angulated aortic neck, pre-operative rupture, treatment of a pre-operative ruptured aneurysm. Conclusion: treatment of a pre-operative ruptured aneurysm, treatment of a pre-operative ruptured aneurysm. Required intervention.

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. The aneurysm was 8.5 - 9.5 cm in diameter and the aortic neck also contained plaque and it was angulated. There was also plaque in the right renal artery. It was reported that the bifurcated stent graft was deployed and landed 1 cm lower than intended due to inadequate parallax adjustment and resulted in a proximal type 1 endoleak. This required implant of an aneurx aortic cuff; however, as deployment was initiated, the stent graft did not deploy as the handle was being rotated. It was noted that the quick disconnect mechanism was disengaged. Once the quick disconnect was reconnected, the stent graft moved forward 1-2 cm (see MFR # 2953200-2010-00389). The device was pulled down and deployment was completed without complication. The final angiogram confirmed that the renal arteries were patent and the endoleak was successfully resolved. No clinical sequelae were reported and the pt is fine.